Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, left side malposition and "grossly ruptured implant". The device has been explanted.

Event description:
Healthcare professional reported left side malposition and "grossly ruptured implant". The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture/malposition: observed a broken assessed as surgical damage and missing shell observed assessed as inconclusive. No other observations observed, no further actions are required.

Event description:
Healthcare professional reported left side malposition and "grossly ruptured implant". The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Malposition: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.